Manufacturer narrative:
Device was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test due to unresponsive buttons.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the that numbers are not ramping on their own as well as scroll bar was not moving with no input. The customer¿s blood glucose level was 157mg/dl at the time of the incident. Troubleshooting was performed. The insulin pump will be returned for analysis.